Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. The customer was unable to provide additional details regarding the event. To resolve the issue, the customer performed a cartridge and infusion set change. Blood glucose ranged from 230-240 mg/dl.